Event description:
It was reported that during the implant procedure unsuccessful attempts were made to implant the device due to patient's anatomy. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies noted.